Event description:
A pt family member reported that he has an (B)(6) boy who has had a shunt since he was (B)(6). The distal catheter had to be replaced due to scar tissue adhering to the catheter tube in (B)(6) 2009, and now he has the same problem again.

Manufacturer narrative:
(B)(4). The reported event was not related to a malfunction of the device. Since the product remains implanted, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.